Event description:
An aneurx stent graft system was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the vessels were tight, not tortuous but extremely calcified. It was reported that the physician did not hold the delivery system close enough to the incision site while inserting the device into the femoral artery. Attempt to insert the delivery system, it would not go into the pt's artery and kinked. The delivery system was removed from the pt and the wire was exchanged for a lunderquist, and another aneurx device was used to complete the case. Although it was still difficult to get the device in, it was able to advance with the support of the lunderquist wire. The delivery system was discarded. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Eval results: (tight and calcified arteries). (The delivery system was not held close enough to incision site while inserting it into the pt's vasculature). Conclusion: (tight and calcified arteries), (the delivery system was not held close enough to incision site while inserting it into the pt's vasculature).